Event description:
It was reported that the device was explanted and replaced as it is subject to the assurity and endurity pacemaker equipment anomaly advisory issued by abbott on 10 oct 2023 which applies to a subset of devices distributed and implanted outside of the united states. No malfunction was reported, and the patient is in stable condition.